Event description:
It was reported the zimmer skin graft mesher carrier did not go through anymore when it gets to the skin. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service records indicates that the device was manufactured on 03/10/2008 and was previously returned on 10/09/2013. Evaluation of the device observed deformation to the right end of the comb. Prior to repair, both the zimmer test mesh and the calibration check could not be performed due to the bent comb. Repair of this device included replacement of the comb, roller, roller gear and both side plates. The customer did not return any cutters or carriers for evaluation. The customer's reported event was not reproduced. No information is known about the cutter or carrier utilized during the reported event; however, improper handling by the customer most likely led to the damage to the comb, which likely caused the customer's reported event. The device was serviced and returned to the customer.